Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, with calibrator a slope too high. The customer stated in troubleshooting the issue, the calibrators were centrifuged and lower values were obtained for calibrator #1. The customer was sent new calibrators and the customer reported a successful calibration was achieved with the new calibrators. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.